Event description:
I got it to fit, but within 2 weeks the protector separated (broke apart), the heavier bottom peeling away! I almost choked. Please replace! The product fell apart. Top layer broke away from bottom.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.